Event description:
It was reported that this pacemaker recorded two signal artifact monitoring (sam) episodes due to noise that may have been electromagnetic interference (emi). This resulted in the minute ventilation (mv) feature being automatically disabled. All impedance measurements were within normal range. Technical services provided the healthcare professional with programming options. The mv feature remains on and there were no adverse patient effects reported. This pacemaker remains in service.